Event description:
It was reported that an asymptomatic patient presented in clinic. Loss of capture was noted on the atrial lead. The device had multiple non sustained oversensing episodes (nso) and was oversensing signals that appeared to be myopotentials on the ventricular channel. Atrial lead output was increased. Programming changes were done to address nso and the issue was resolved.